Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No excessive no delivery alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had no delivery alarms on the insulin pump that she had been receiving since 07/07/2016. Customer's blood glucose was 300 mg/dl when she went to bed last night after changing the infusion set. Customer woke up with a blood glucose level of 360 mg/dl at night. Customer's blood glucose was 255 mg/dl this morning. Customer stated that she was bolusing but got a no delivery. Customer stated that the cannula was bent but the exited during troubleshooting. Customer was advised to do a complete set change. Customer stated that she was getting no delivery alarms when she was connected and not connected. Customer believes that the pump may be the issue. Customer wanted a replacement pump.